Event description:
It was reported that the pump was relocated at some point as the patient's pants had rubbed the pump and this hurt. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The hcp later reported that the pump was never moved.